Manufacturer narrative:
The reported healthcare facility and physician information are: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a profile extra small oval flexible snare was to be used during a procedure on (B)(6) 2021. It was reported that, a dirt on the handle part found inside the sterile pouch was confirmed to have adhered before the package was opened. The procedure was completed with another profile snare. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a profile extra small oval flexible snare was to be used during a procedure on (B)(6) 2021. It was reported that, a dirt on the handle part found inside the sterile pouch was confirmed to have adhered before the package was opened. The procedure was completed with another profile snare. ***additional information received on (B)(6)2021*** per additional information, there was no patient involvement with this event.

Manufacturer narrative:
Block e1: the reported healthcare facility and physician information are: (B)(6) block h6: problem code a180104 captures the reportable event of foreign material present on device. Block h10: investigation results a profile extra small oval flexible snare was received for analysis. The device was returned inside of the original and unopened pouch. Visual and microscopic inspection of the returned device revealed that it had a black stain in the handle, the stain was approximately 10 mm long. No other problems were noted. Device analysis found a black stain in the handle, confirming the reported event. Based on the information available and the analysis of the returned device, the most probable root cause for the reported complaint is manufacturing deficiency, due to evidence from the product analysis of a device problem. There is an investigation in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.